Manufacturer narrative:
(B)(4).

Event description:
Patient's physician contacted dexcom on (B)(6) 2015, to report patient hospitalization that occurred on (B)(6) 2015. Date of medical intervention is an approximation based on information provided. Patient was admitted to the hospital for a severe hypoglycemic event. Patient has a complicated medical history including severe malabsorption, resulting in the patient's blood glucose (bg) to drop from the 150's (mg/dl) to the 70's (mg/dl) within 10-15 minutes. Additionally, physician reported that the patient's father has stated the current continuous glucose monitor (cgm) they have seems to only work for 24 hours and thinks it is a transmitter issue. No product or data was provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia.